Manufacturer narrative:
Investigation summary: bd received two photos from the customer for investigation. The photos were reviewed and the indicated failure mode for cracked product/component was observed. A visual inspection was conducted on 100 retained samples, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, the bottom of one tube was cracked. No adverse impact was reported regarding the patient or user.